Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 9mm aaa. It was noted that the patient was initially treated for a 10mm short and highly angulated proximal neck and did not return for follow-up. It was reported approximately 2 years post the index procedure, the patient presented to the ER with stomach pain. A CT showed a ia endoleak. The physician elected to try to place a non-mdt cuff to fix the leak but it was not successful. An endurant cuff and heli-fx endoanchors were placed which resolved the endoleak. Per the physician the cause of the event was due to the patient's anatomy. No additional clinical sequalae were provided and the patient is fine.